Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off or no power alarms noted. Unit passed off no power test, selftest, error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms noted. Unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional test due to prime anomaly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.